Manufacturer narrative:
Product ID: 3389s-40, lot# vaoun77, product type: lead. (B)(4).

Event description:
A healthcare professional of a clinical study reported via a manufacturing representative that starting on (B)(6) 2015 there w as an infected incision at right parietal. Symptoms associated with the infection were redness, some swelling and some pus. The patient had stated that they had accidently brushed/scratched the incision against a fence and they were not certain if it became infected from the fence or not. It was cultured and it had come back as methicillin resistant staphylococcus aureus (mrsa). The event was not considered serious and was not unanticipated. This was related to the study procedure and was local. Vancomycin was prescribed and the infection has resolved.